Event description:
The pt had an uneventful prostratron treatment (protocol tumt 2.5) on 11/13/1997. On about 12/20/1997, the pt returned for a follow-up examination. The physician diagnosed a vesico rectal fistula approx 2 cm in diameter. Following the diagnosis, a urethral catheter was inserted to facilitate healing of the fistula. As of 1/24/1998, the pt appears to be healing on his own, and is expected to make a full recovery. The fistula is not expected to require any add'l treatment.